Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00134. It was reported that the patient was unable to turn on MRI mode due to low impedances on two contacts. In turn, the patient had an exploratory surgical intervention on (B)(6) 2019 wherein the physician opened the ipg pocket, wiped down the leads and re-inserted them into the ipg header. Intra-operative impedance check showed that the impedances increased on the two contacts, however they still remained low. The physician closed the pocket site and the patient is stable. There is no additional information at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that patient had stimulation therapy restored post-operatively.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire system was explanted. No new products were implanted.